Manufacturer narrative:
Without a lot number, the exact manufacturing location cannot be confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant on an unknown date. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a revision surgery on (B)(6) 2015. The initial injury of a gunshot was treated with an ex tibial nail, which wasn't fully healed, then patient got kicked by a horse, bending the nail and forcing a revision with bone graft and exchange nailing. There was no time delay, surgery was successful. Initial surgery date unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.